Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was having communication issues with his tablet. The physician then switched out the wand battery but the issue persisted. The serial cable was then exchanged the communication error resolved. No patients were affected by this issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.